Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had atrial fibrillation (af) with rapid ventricular response (rvr), the device had misdiagnosed it as ventricular tachycardia(vt). Upon review of ventricular tachycardia episode on (B)(6) 2018, it was stated that the patient received inappropriate antitachycardia-pacing (atp). Programming changes were made. No patient symptoms were reported. No further information is available at this time.